Event description:
Edwards was notified that a valve now presents as stenotic after an implant duration of five (5) years, three (3) months. Patient was implanted with a 25mm transcatheter valve within the existing valve. Patient was reported as stable.

Manufacturer narrative:
Device history record review. Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.